Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, faded, and discolored. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the display screen was dim, faded, and discolored. The pump was returned with the contrast setting at 7; during investigation, the contrast setting was increased to the maximum of 10, with little improvement observed. (B)(6).